Event description:
Caller stated that the pt have petechiae (red or purple spot on the body caused by a minor hemorrhage) present on the pt's legs. Caller performed inr testing on the pt. Results as follows: date: (B)(6) 2011, inratio: >7.5.

Manufacturer narrative:
Pending investigation.